Event description:
The device was used during a thoraco bullectomy. Reportedly, after reloading the device, it would not fire. Another device was used to finish the procedure. No pt injury was reported.